Manufacturer narrative:
The hp's family received baxter's urgent device correction letter dated 11/02/2004 regarding reports of patients receiving a shock when using the homechoice devices. The letter states "while the likelihood of this type of event occurring is remote, it does present a potential risk to health due to shock. If you experience any difficulty turning your device on or off or, if you notice that the power switch is loose, please immediately unplug the unit and contact baxter global technical service (bgts) for immediate assistance." See attached letter for additional details.

Event description:
The home patient (hp) contacted baxter operational support and reported a possible electrical shock using the homechoice pro cycler. The hp received baxter's letter regarding the possibility of electrical shock. The letter advised the customer to contact baxter if further assistance is necessary, which the hp did. The hp reported that the dialysis center rn requested the hp contact baxter for a device swap. Hp relates that he may have had a shock, but was not sure about it. The homechoice pro cycler was subsequently replaced. There was no patient injury or medical intervention reported.